Manufacturer narrative:
There is no indication service was dispatched for this event. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for add'l reportable events. This medwatch report is related to the original MDR 2122870-2007-00173.

Event description:
The customer reported an elevated troponin I (accutni) result, for one pt, involving access 2 immunoassay system. It is unk if the elevated result was released out of the laboratory. There has been no report of pt injury or change in pt treatment associated with this event.